Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation was unable to determine a conclusive cause for the reported material separation. The separated portion of the guide wire was retrieved by performing a small cut-down surgery. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a lesion in an unspecified artery that was tortuous. The hi-torque (ht) command es guide wire had no resistance during advancement, however, the device separated inside the anatomy upon removal. There was no resistance during withdrawal and force was not applied. The separated portion was retrieved by performing a small cut-down surgery. Another non-abbott guide wire was used to continue the procedure. There was no adverse patient sequelae. Although there was a report of a delay in the procedure, it was confirmed there was no adverse patient effect; therefore the delay is not considered clinically significant. No additional information was provided.